Manufacturer narrative:
There have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was not able to duplicate the reported complaint as the attachment was received in non-working condition. Although an actual temperature reading was not captured for the complaint, a root cause as to why this situation would have occurred could be determined. Microscopic evaluation revealed minor gear wear. The bur end bearing retainer exhibited ball pockets wear and deformation. Significant debris was observed inside the head and cap cavities and inner components. All inner components appeared to be dry and corroded. The lack of lubrication may have caused friction and as a result increase the temperature causing heat reported in the complaint. Additional information regarding the patient outcome has been requested and will be submitted as it becomes available.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. The event outcome is unknown as of this MDR evaluation.

Manufacturer narrative:
Additional information was received indicating that there was no injury to the patient.